Event description:
It was reported to medtronic minimed that the customer that damage (physical or cosmetic. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer would dis-continue the use of the device. Product mmt-1884 was returned for analysis.

Manufacturer narrative:
(B)(4). Pump was received with a minor scratched lcd window. Pump was also received with a blank display. Unable to perform the self test, sleep current measurement and active current measurement due to a blank display. Unable to download pump traces and history file using thump due to a blank display. Pump was cut open to perform visual inspection and found a cracked and bleeding lcd glass. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. The original pcba 1 was swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. Blank display was confirmed, suspected on pcba 1/pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage at the screen was not confirmed, however, other cosmetic damage was noted during analysis. Unable to perform the required testing, download pump traces and history file using thump due to a blank display. Blank display was confirmed, suspected on lcd/pcba 1/pcba 2. Also, during visual inspection, a cracked and bleeding lcd glass was noted. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.